Manufacturer narrative:
(B)(4). Date(s) of event unknown. This issue was resolved through assistance provided by baxter technical support (bts). Based on the customer report and troubleshooting performed by bts, this event was determined to be use error. The exactamix compounder operator manual warns that patient harm may occur if corresponding source container barcodes are not scanned for verification during compounder set-up (i.e. Unattached or unrelated barcodes are scanned). The exactamix compounder operator manual also instructs the user to call bts for any assistance.

Event description:
The facility reported that for baby tpn orders to be pumped using an exactamix em2400 compounder, the facility had been scanning the ingredients for their adult configuration but then hanging sterile water in place of ingredients not included in the baby tpn orders. This could lead to under-delivery or no delivery of an ingredient, or could lead to dilution of the tpn order if the sterile water was not replaced with the appropriate ingredients and then inadvertently pumped for an adult order. The customer stated there had been no reports of sterile water being pumped instead of an intended ingredient and there have been no reports of patient injury or adverse event as a result of this practice. Baxter technical support informed the customer this practice is incorrect and unsafe and advised the customer to either hang all ingredients scanned for the adult configuration or build a new ingredient configuration for baby tpn orders. The customer opted to hang all ingredients scanned for the adult configuration. No additional information is available.